Event description:
The user facility noted the missing piece was very minute and rather looked like a cut, so it was not possible to find and was not found. The customer did not know if the missing piece was retained inside the patient. No procedure was performed to retrieve the missing piece.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). If additional relevant information is identified, a follow up report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a deep cut on the acoustic lens ultrasonic transducer (pink probe) and a missing piece. The issue was found during reprocessing after a diagnostic endoscopic ultrasound procedure. The procedure was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. An additional reportable product malfunction concerning the acoustic lens surface appearance had scratches that reached the glue layer. Additional issues were identified during the device evaluation: there was a foreign body in the forceps channel (complete reprocessing was not done at the customer's place), so the device was returned incompletely reprocessed; due to deformation of the nozzle, the moisture removal ability does not meet the reference value; the nozzle was deformed; and the adhesive on the bending section cover was peeling off. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. The root cause could not be identified. An investigation was conducted, but it could not estimate the cause of the occurrence. Olympus will continue to monitor the field performance of this device.